Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during induction testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) did not successfully cardiovert the patient¿s arrhythmia necessitating external defibrillation. Shortly thereafter the patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was initiated. CPR was successful in resituating the patient. The patient was transferred to the intensive care unit for monitoring. A post-CPR x-ray noted the electrode was curved slightly to the left. Due to the patient unstable health, the physician left the system as is. The device was optimized for sensing and therapy. The patient is a candidate for a heart transplant. No surgical intervention will be performed and the patient will be monitored.